Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket/510(k) p190006. Block b11: investigation details: the device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The reported complaint cannot be confirmed. The device was unavailable for evaluation and the complaint could not be confirmed. Known inherent risk was chosen as conclusion code due to reported issues being covered in axonics risk documentation. The patient symptom is a known risk associated with this device type/procedure, and it is noted as such in the instructions for use.

Event description:
It was reported that the patient has been experiencing pain in his penis since (B)(6) 2025. It was also mentioned that the patient had some blood. The patient was seen by a urologist and underwent several tests. Patient thought that the pain was caused by a urinary tract infection (uti), because the patient has had several utis since being implanted, but all recent tests showed negative for infection. Patient was prescribed antibiotics, and therapy has been turned off. A patient outcome was not reported.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket/510(k) p190006.

Event description:
It was reported that the patient has been experiencing pain in his penis since (B)(6) 2025. It was also mentioned that the patient had some blood. The patient was seen by a urologist and underwent several tests. Patient thought that the pain was caused by a urinary tract infection (uti), because the patient has had several utis since being implanted, but all recent tests showed negative for infection. Patient was prescribed antibiotics, and therapy has been turned off. A patient outcome was not reported.